Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring the c3 delivery system to treat an abdominal aortic aneurysm. Due to a 66 degrees angulation of the aortic neck the distal landing point of the ipsilateral leg was not predictable. A 157mm total ipsilateral length has been measured. The physician overestimated total length used a device with a length of 160mm. Therefore, a device covered the right internal iliac artery. It was reported that due to a good collateralization the pt is doing fine without any symptoms.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.